Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered behind the cassette door of the liberty select cycler. The m31 air detected in cassette alarm was received multiple times during fill 3 of 5. No adverse event, serious injury, or required medical intervention was reported.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, g2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered behind the cassette door of the liberty select cycler. The m31 air detected in cassette alarm was received multiple times during fill 3 of 5. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). No adverse event, serious injury, or required medical intervention resulted from the reported issue. Treatment stopped for the night following the fluid leak event. The cycler remains with the patient for continued use.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered behind the cassette door of the liberty select cycler. The m31 air detected in cassette alarm was received multiple times during fill 3 of 5. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). No adverse event, serious injury, or required medical intervention resulted from the reported issue. Treatment stopped for the night following the fluid leak event. The cycler remains with the patient for continued use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.